Event description:
"Manifold prepped as usual, when drawing back entrained air as well as fluid. For every 10 ml fluid equivalent amount of air into manifold and syringe. Discarded and device used. Proceeded with procedure. No problems with second manifold. There was no patient injury. Used device has been returned for evaluation.